Event description:
It was reported by service report that the head end jack could not pump up due to an obstruction from a misaligned shroud. However, the jack could still be lowered. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.